Manufacturer narrative:
A visual examination of the device revealed no visible residue. The feeding tube was found cut at approximately 24.5 cm from the outer ring and the distal portion of the device was not returned for analysis. The dilating tip wire loop was noted to be broken and frayed at the apex. Cuts were found in the tubing between the outer ring and the edge of the dilating tip. The cuts extended to the edge of the dilating tip. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. Based on all gathered information, the most probable root cause is "operational context." A device history record (DHR) review of lot number 18178035 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop at the end of the peg tube broke while it was being pulled through the patient's stoma site the two wires were outside the patient. Forceps were used to grab the wire. Nothing detached inside the patient. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during percutaneous endoscopic gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the loop at the end of the peg tube broke while it was being pulled through the patient's stoma site the two wires were outside the patient. Forceps were used to grab the wire. Nothing detached inside the patient. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.